Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-13368. It was reported that the patient presented with diaphragmatic stimulation from her left ventricular lead. The physician elected to deactivate the lead and additional programming changes were made. When the patient presented in the operating room for epicardial left ventricular lead placement, she spontaneously went into ventricular fibrillation. Defibrillation therapy had been turned off to avoid inappropriate therapy during the procedure, so an external shock was delivered through defibrillation pads but failed to convert the rhythm. A commanded shock through the programmer was attempted but also failed even though the charge time and shock impedance values were within normal limits. Several more shocks were given from the external defibrillator and the ICD (implantable cardioverter defibrillator) while the patient was receiving compressions and advanced cardiac life support treatment. A second external defibrillator was used to deliver simultaneous external shocks to the patient. The patient was successfully converted to sinus rhythm and stabilized. The physician decided to forego the procedure and will continue monitoring the patient. The patient is currently stable.